Event description:
In the emergency room earlier this year, a physician successfully intubated a patient. The patient's oxygen saturation then began to decrease, and the patient's skin became ashen colored; although bilateral breath sounds were heard. It was determined that air was leaking from the cuff of the endotracheal (et) tube. The et tube was removed and another was successfully placed, however, again the patient was not improving. It was determined that the cuff of the second et tube also had an air leak. The second tube was removed, and a third et tube was successfully placed. The patient's oxygenation saturation finally improved and no air leak was noted. The same situation occurred the next day, with 2 et tubes in the ER that had air leaks at the cuff. This makes a total of 4 device malfunctions. The devices from the first incident were tested and both of them leaked at the top of the cuff. The et tubes from second day were tested and they were unable to duplicate the fail. As a precaution, we removed all of the involved lot number from our stock. The covidien representative will be picking up the devices and will be sending two boxes to replace the lot numbers that we pulled from all intubation boxes and stock.